Event description:
It was reported that the patient observed a power-on-reset (por) condition from their implantable neurostimulator (ins) on the right side (the patient had 2 ins systems implanted) when they tried to turn it back on. The patient stated that they had an appointment with their healthcare professional (hcp) on (B)(6) 2014. Additional information was requested but was not available at the time of this report. If additional information is received, a follow up report will be sent. See manufacturer¿s report # 3004209178-2014-00572 for patient¿s previous device issue.

Manufacturer narrative:
Concomitant medical products: product ID: 3037, serial# (B)(4), product type: programmer, patient. Product ID: 3058, serial# (B)(4), implanted: (B)(6) 2009, product type: implantable neurostimulator. Product ID: 3037, serial# (B)(4), product type: programmer, patient. Product ID: 3889-28, lot# v267336, implanted: (B)(6) 2009, product type: lead. Product ID: 3889-28, lot# va09fth, implanted: (B)(6) 2013, product type: lead. (B)(4).